Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd safetyglide¿ insulin syringe with needle, the device experienced scale marking issues. The following information was provided by the initial reporter. The customer stated: it was found that this syringe has no scale before use

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/18/2022. H.6. Investigation: customer returned (1) 1.2ml, 8mm, 30g safetyglide insulin syringe in an open blister pack from lot # 1076597. The returned syringe was examined and exhibited the same condition as observed in the photo. The syringe is missing all of its scale markings. A review of the device history record was completed for batch # 1076597. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted for missing print. Root cause: quality notification was created for missing print. CT printer was out of time causing there to be missing print on the syringe barrel. H3 other text : see h.10.

Event description:
It was reported when using the bd safetyglide¿ insulin syringe with needle, the device experienced scale marking issues. The following information was provided by the initial reporter. The customer stated: it was found that this syringe has no scale before use.